Event description:
A surgeon reports that having a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested 03/18/2008 by mail and fax. A completed questionnaire has not been returned. This report was mailed to FDA on: 03/21/2008.